Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the patient mentioned that when they put the implant in and she changed settings, she could feel where the tapping was and it was in the wrong location. Patient stated she kept telling them it was in the wrong location and upon an x-ray, they found out lead was in the wrong spot. Patient stated she had lead replaced in (B)(6) 2015. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.